Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the customer reported arm4 was disabled. Logs reflect error 319. Technical support engineer (tse) had the customer attempt to emergency power off (epo) and hard power cycle multiple times with no resolve. Tse recommended disabling arm4 and continuing with the remaining 3 arms but the surgeon stated he needed all four arms. Tse asked if the second system was available to bring in that patient cart and customer said that the other system was unavailable. Customer elected to convert to laparoscopy. There was no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Investigations confirmed error code 319. Arm 4 was replaced to correct the reported problem. The system was tested and verified as ready for use. The unit returned for failure analysis, and the reported failure (error 319) was confirmed and replicated. The unit tested on an in-house system and failed normal mode as it triggered 319 error. When the rolling loop fiber was swapped with a new one, the error no longer occurred. Remote fe logged errors 319, 1126 & 31226. When the arm was tested on pftp (using a new rolling loop fiber), it passed all the required tests. The rolling loop fiber assembly will be replace as a fix to the reported problem.